Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported that a critical alarm with a motor stall occurred (B)(6) 2016 (last night) or early morning on (B)(6) 2016. The pump was reprogrammed to see if that would help the pump recover. The alarm was no longer occurring, but there was no motor stall recovery noted in the logs. The patient started to develop shaking. The patient was being monitored, and was provided with oral baclofen and given instructions for withdrawal. Surgical intervention for a pump replacement was scheduled for (B)(6) 2016 at 1200. The issue was not resolved at that time, and the patient status was alive with no injury. Additional information was received from a healthcare provider (hcp) via a company representative. The motor stall was reported on (B)(6) 2015, and on (B)(6) 2016 the patient presented to the emergency department at the hospital. During that time the intravenous medications were not working and a lumbar puncture with catheter with external infusion of baclofen was administered. The pump was replaced on (B)(6) 2016. The catheter appeared intact with greater than 1cc of cerebrospinal fluid aspirated. The new pump was programmed to the prior dose of 740mcg/day with a concentration of 2000mcg/ml of gablofen. It was unknown if the intrathecal medication was gablofen or lioresal previously. Post replacement on (B)(6) 2016 the therapy was restored. Additional information was received from a hcp. It was clarified that the pump delivered intrathecal gablofen (concentration 2000mcg/ml; dose 740mcg/day) since 2014 and was ongoing. Additional patient medications included morphine and klonopin. Patient pertinent medical history included spinal cord injury and tetraplegia. The cause of the motor stall and the reason the stall (recovery) was not in the pump logs were undetermined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated that the baclofen pump failed for the patient, which caused him to go through withdrawal; this was noted in the emergency department (ed). The patient was not stable enough to bring to surgery until three days later to exchange the pump.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Analysis of the pump revealed a motor gear train anomaly; corrosion and/or wear and/or lubrication was noted in addition to the stall having been due to the shaft bearing. Analysis of the catheter segment revealed coring-tears-cuts in the seal regarding the suture-less catheter connector; the device met leak criteria.

Event description:
Additional information was received from the healthcare provider via a company representative. The hospital released the product (pump and a catheter segment) for return.